Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced menometrorrhagia and vaginal bleeding.

Manufacturer narrative:
It was reported that following insertion the patient experienced a massive abdominal infection, emotional pain, depression, lack of an intimate relationship and some problems in her legs. The patient underwent a vaginal ablation in 2008. It was reported that the patient underwent a total hysterectomy on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, cystitis, hematuria, urinary tract infection, vaginal itching, yeast vaginitis and bacterial vaginosis. (B)(4).

Manufacturer narrative:
(B)(4). Mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number (B)(4). It was reported that patient underwent vaginal debridement of hematoma versus abscess and repair of vaginal laceration on (B)(6) 2012 by dr. (B)(6) due to vaginal hematoma and vaginal laceration.

Event description:
It was reported that patient underwent vaginal debridement of hematoma versus abscess and repair of vaginal laceration on (B)(6) 2012 by dr. (B)(6) due to vaginal hematoma and vaginal laceration.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat pelvic organ prolapse. Due to bladder infections, abdominal infections, dyspareunia and a mostly closed urethra the patient underwent mesh revision/removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that the patient on (B)(6) 2008 (as per operative report) underwent a d and c, hysteroscopy, and an endometrial ablation (nova sure).